Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap had stripped threads and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings: visual inspection revealed no evidence of damage to the battery compartment or returned battery cap. The battery cap was able to be fully secured to the pump and was used to complete all testing. The complaint of the damaged battery compartment and battery cap was not able to be confirmed during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.